Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky and also had battery error. It was reported that they had grinding during rewind. The insulin pump will not be returned for analysis.